Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient has had previous untreated episodes due to oversensing of noisy signals the system was reprogrammed to secondary sensing vector. Shortly after this the patient received a single inappropriate shock due to changes in morphology with a shock that was high but within range. The physician was planning on upgrading the patient to a transvenous system in the future. However, this did not happen and the patient received a recent inappropriate shock due to overcounting and oversensing of noisy signals. The system was reprogrammed to alternate sensing vector and left in service. No adverse events were reported. Additional information was received that this electrode was explanted due to therapy upgrade, to a transvenous system. No adverse patient effects were reported.

Event description:
It was reported that this patient has had previous untreated episodes due to oversensing of noisy signals the system was reprogrammed to secondary sensing vector. Shortly after this the patient received a single inappropriate shock due to changes in morphology with a shock that was high but within range. The physician was planning on upgrading the patient to a transvenous system in the future. However, this did not happen and the patient received a recent inappropriate shock due to overcounting and oversensing of noisy signals. The system was reprogrammed to alternate sensing vector and left in service. No adverse events were reported. Additional information was received that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) were explanted due to therapy upgrade, to a transvenous system. No adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient has had previous untreated episodes due to oversensing of noisy signals the system was reprogrammed to secondary sensing vector. Shortly after this the patient received a single inappropriate shock due to changes in morphology with a shock that was high but within range. The physician was planning on upgrading the patient to a transvenous system in the future. However, this did not happen and the patient received a recent inappropriate shock due to overcounting and oversensing of noisy signals. The system was reprogrammed to alternate sensing vector and left in service. No adverse events were reported.